Event description:
Follow up information identified the physician repositioned the ipg deeper in the same pocket site on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site when touched and that the ipg was superficial to the skin. The patient denies any weight changes, nor has suffered any traumatic events. To address the issue, the physician plans to perform surgical intervention at a later date.